Event description:
The balloon was inserted under fluoroscopy. Augmentation was fair, and inflation was confirmed under fluoroscopy. Five minutes later, blood was noted in the extracorporal tubing indicative of a leak. The balloon was immediately discontinued, and another was inserted.